Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the integrated electrosurgical unit (iesu) to resolve the issue. The system was verified and ready for use. Intuitive surgical, inc. (Isi) has received the iesu associated with the customer-reported complaint. The unit was analyzed and was placed on an in-house system and was run in normal mode. The unit has no significant scratches or dents. The front bezel is in decent condition.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the vision system (vs) monopolar was not working on erbe due to the recurring c-34 fault. Technical support engineer (tse) validated bypass electrosurgical unit (esu) was a force triad and site verified the erbe was plugged into its own outlet, but the issue remained, and the power cord was not the original one. The procedure was completed with no reported injury.